Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the gas proportioning system was not operating as expected, causing the potential of a hypoxic mix of gas delivery. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that this reported fault did not result in a hypoxic delivery of gasses. The amount of o2 being delivered to the patient is displayed on the flowmeter. O2 is a required monitoring parameter. Unit continues to ventilate and alarms remain functional. Additional information was received that this reported fault did not result in a hypoxic delivery of gasses. The amount of o2 being delivered to the patient is displayed on the flowmeter. O2 is a required monitoring parameter. Unit continues to ventilate and alarms remain functional. The initial MDR was not reportable.